Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction identified. It is unknown if the device has sound or not. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker was replaced to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.